Event description:
It was reported an advisory device was explanted and replaced due to the device exhibiting signs of possible early battery depletion. The patient condition was stable before and after the procedure.

Manufacturer narrative:
Correction: event date should have been submitted in initial report. Correction: (B)(6) initial reporter phone number should have been submitted in initial report.

Manufacturer narrative:
The reported field event of premature battery depletion was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found.